Event description:
It was reported that during a percutaneous coronary intervention (pca) treatment procedure, dissection and stent deformation occurred. Vascular access was obtained via right common femoral artery. The 90% stenosed target lesion was located in the severely calcified proximal left anterior descending (lad) artery. The physician used rotablator to debulk the calcium from the proximal lad. The rotablator was successful and the physician decided to stent several areas in the vessel. He first placed a 2.25x 16mm promus element in the distal lad. The stent was placed successfully without the complication. The physician then placed a 3.5 x 38mm promus element into the mid and proximal lad. A distal dissection was observed and a 3.0 x 12mm promus element was placed. A diagonal branch was moderately occluded and the physician decided to balloon the ostium of the diagonal. The diagonal was successfully wired and the balloon from the 3.0 x 12mm promus was used to dilate the ostial diagonal. The 3.5 x 38 mm stent balloon was unsuccessful in recrossing the lad stent. It was identified that the proximal edge of the 3.5 x 38 mm promus element was now deformed. The 3.0 x 12mm balloon in the diagonal was retracted and used to dilate the proximal edge of the lad stent. A 3.5 x 12mm nc quantum apex coronary balloon catheter was unsuccessfully able to cross the proximal edge of the lad stent. The wire from the diagonal was retracted and directed into the lad. The 3.5 x 12mm nc quantum apex coronary balloon catheter was able to successfully cross into the proximal lad and dilate the proximal edge of the stent. The final result was successful and the stent appeared to be fully deployed. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).